Event description:
Account alleged the brakes were not holding.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom tech replaced the brake and steer casters to repair the bed. The affinity service manual (man013re) documents a function check for caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc, and the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary.